Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead was dislodged. The physician elected to not used the lv lead and a new lead was implanted successfully. The patient was stable throughout the procedure.